Manufacturer narrative:
H.6. Investigation summary: this summarizes the investigation results regarding a complaint that alleges discrepant result when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 2361928. The customer reported discrepant results. They used covid only kit, which returned a negative result, and then used the triplex kit, which returned a positive result. Bd quality performs a systematic approach to investigate discrepant result complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review was performed on the batch number provided. The results were acceptable, and no relevant issues were found. The retained product testing was not conducted because the batch number is already expired on 2023/09/06. No photos or samples were received; therefore, return sample analysis could not be performed. This complaint was unable to be confirmed. The root cause could not be identified. No trend against discrepant results was identified. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using bd rapid detection of sars-cov-2 veritor¿ that there was a false negative. The following information was provided by the initial reporter: customer problem: customer is reporting discrepant results. Customer used covid only kit and came back as negative. They used the triplex and it came back positive.

Event description:
It was reported that while using bd rapid detection of sars-cov-2 veritor¿ that there was a false negative. The following information was provided by the initial reporter: customer problem: customer is reporting discrepant results. Customer used covid only kit and came back as negative. They used the triplex and it came back positive.

Manufacturer narrative:
Eua # (B)(4). E.1 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.